Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump¿s touchscreen became unresponsive and would not unlock, with a crack observed on the screen; a replacement pump was arranged and the user was advised to shut down the device, use backup therapy, return the original unit with a provided label, and complete a new startup on the replacement, while continuing cgm use via dexcom. Symptoms included no reported effect on blood glucose. Outcomes included shipment of a replacement device and return logistics initiated. Investigation included customer service troubleshooting and collection of device return for evaluation. Investigation of this device revealed physical damage to the display consistent with a cracked screen and associated loss of touch responsiveness, rendering insulin delivery management and meal announcements unreliable. It was concluded, based on previously established findings for similar reports, that user-level physical damage to the device display caused the malfunction.